Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 16 years post-op, the patient was revised due to poly wear. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00584201302 - femoral component high flex precoat for cemented use only right medial/left lateral - 61324750. 00584200302 - tibial component precoat right medial/left lateral size 3 -61338337. G2: foreign country: australia. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.